Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device bottom case seal was intact and the battery compartment was removed. Top case lower front left corner has a gap. No damage on bottom case. No damage on plunger cases. The device history report showed motor not running the device was tested using the flow and occlusion tests. The reported problem motor not running error was duplicated during the occlusion test it was found that the main board was not seated properly onto the extrusion. The root cause was incorrect assembly by customer re-seated the main board onto the extrusion. Performed occlusion test and all functional test on the device which passed. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported that the device showed motor errors/motor not running. No patient injury reported.